Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured at the center part of the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.